Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced loss of consciousness and was taken to the emergency room. A patient advocate called boston scientific technical services (ts) to review device data. Ts informed the patient advocate that the physician could request a review of device data by paging a field representative. The device remains in service. No adverse patient effects were reported.